Manufacturer narrative:
Date of event has been estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported via the return of a biobox containing an unknown abbott guide wire with separated polymer coating on the distal end. The guide wire appears to be used. No additional information was provided.

Manufacturer narrative:
Additional information was received reporting that this event is a duplicate of MFR #2024168-2020-08852; therefore, no investigation is required. Investigation results were filed under the duplicate event medwatch report, MFR#2024168-2020-08852.

Event description:
Subsequent to filing the initial report, it has been confirmed that this event is a duplicate of MFR#2024168-2020-08852.